Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date at 1600, the pump was programmed to deliver an unspecified concentration of vancomycin in a 250ml container. No specific programming parameters were provided. At approximately 0730 the next morning, the nurse reported that there was "close to half of it left" in the container. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.